Event description:
During a procedure, reduction on motor evoked potential, mep, signals was observed on the right side (ls-s1 level). Screw test was performed and the result was nerve root activation on 6 ma (fail). The screw placement was corrected and the test result was successful without root activation up to 30 ma and the mep signals improved again. During the operation imaging system (c-arm) was used to visualize the final placement of the screws. Post-operatively, the patient complained about foot pain on the left side (s1) and physician attributed this pain to the screw being too close to the nerve root. A revision surgery was performed approximately one week after the initial surgery to correct the screw placement. It was reported that patient outcome was good after the second surgery.

Manufacturer narrative:
This product was being used for treatment, not diagnosis. Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter. Product description- the eclc / 945eclc nim-eclipse system controller provides high-speed digital data processing, stimulation generation and audio processing of emg activity. The nim-eclipse system controller connects to the computer via the high-speed usb interface. The controller also supplies switched ac power to the computer. The nccpu / 945nccpu portable computer is completely self-contained and is supplied with a 'brick' power supply which is a integral part of the system and has been tested to comply with the leakage requirements of iec 60601. The power supply can be temporarily mounted to the side of the nimeclipse system controller using the attached velcro discs. The screw integrity test is designed to quickly and automatically verify proper positioning of pedicle screws during spinal fixation procedures. The screw integrity mode combines automatic electrical stimulation and emg response analysis to speed testing of screw placement. Stimulus parameters and response criteria are adjustable. The screw integrity test provides the user with voice or tone status indicators and ability to stop the test after the first response is found or to continue the test until the end intensity is reached. The surgeon controlled probe is used to contact and stimulate the screw. When the test starts, the stimulus intensity is applied at the start intensity value. For each stimulus intensity the emg amplitude at the selected muscle sites is measured and tested against the response criteria. If a response is not found, the stimulus intensity is increased. When the response criteria for a trace are met three consecutive times at the same stimulus intensity, a valid response has been found. The response is then tested against the pass/fail criteria and the result displayed and saved. The pass/fail criteria can be based on responses meeting absolute stimulus intensities or based on intensity levels required to elicit a response when the corresponding nerve root has been tested. In this case, the nerve root must tested first and the settings screw test control (screw n. Root difference) must be enabled. If the settings screw test control 'stop after first response' is checked, the auto test procedure will stop when the first response is found. If a response cannot be elicited or the control is not checked the procedure continues until the end stimulus intensity is reached. When the test ends, the result will be saved, for each spinal level tested as a comment for later review. The end-of-test comment indicates the level tested and test result: pass, fail or no decision. The comment will also display the trace names and stimulus intensities (ma) when a response was found. Comments are displayed with a green, red or yellow background for pass, fail or no decision respectively.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.